Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys vitamin b12 immunoassay (b12) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 808 pg/ml. The sample was repeated twice, resulting as 408 pg/ml and 398 pg/ml. The result of 408 ng/ml was considered to be correct and was reported outside of the laboratory. No adverse events were alleged to have occurred with the patient. The b12 reagent lot number was 241742-02, with an expiration date of (B)(6) 2018. The field service engineer ran performance testing on the analyzer. No further issues have been reported by the customer.

Manufacturer narrative:
The performance testing results were within range. A specific root cause could not be determined based on the provided information.